Event description:
Patient reported left side rupture and lump inside the breast. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, d.7, g.3.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Patient reported left side rupture and lump inside the breast. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and lump inside the breast. The device has been explanted.